Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pej184, and no non-conformances related to the reported complaint condition were identified. A paper lid and a suture piece of product code 8710, lot # pej184 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the end of the suture was examined, and the impression of the swage area and the insertion are correct. The needles were not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle popped off at the swage¿ .

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a femoral bypass procedure on (B)(6) 2019 and suture was used. While the surgeon was placing the suture and passed through the graph, the needle popped off at the swage. The procedure was completed with a like device with no patient consequences reported.